Event description:
It was reported that the customer had issues rewinding her insulin pump. Her blood glucose level was 308 mg/dl. She was trying to deliver boluses with an empty reservoir, when she received no delivery alarms. She also received a failed battery test. The customer used cold batteries. She was unable to rewind her insulin pump after the failed battery test alarm was cleared and a new battery was inserted. The act button was not responding when she pressed it on the reservoir setup to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to verify failed battery alarm due to constant motor error. However, the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.